Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 22, 2023 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections d9, h2, h3 and h6 has been updated in this report.